Event description:
N/a.

Manufacturer narrative:
UDI : (B)(4). Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As part of a study, a facility reported that an icv set with the codman holter salmon rickham reservoir was placed in (B)(6) 2017 for a patient with treatment of brineura for neuronal ceroid lipofuscinosis. On (B)(6) 2018, the patient received brineura without problems. On (B)(6) 2018, the patient developed a fever up to 38 c. The csf examination showed 1400/3 cells and the patient was diagnosed with a catheter infection with staphylococcus capitis (device related infection) when the csf culture from (B)(6) 2018 showed staphylococcus capitis. The patient's hospitalization was extended for inpatient monitoring, and antibiotic therapy with vancomycin and cefotaxime sdium was started. On (B)(6) 2018, the rickham reservoir was explanted and the patient experienced rapid clinical recovery. Antibiotic therapy continued for 10 days. On an unreported date, a new reservoir was implanted and the patient continued with brineura therapy. No action was taken with brineura due to the event. The outcome of the event was reported as recovered/resolved on an unreported date.